Event description:
It was reported that during a routine follow up, the pulse generator exhibited a diagnostics anomaly. The diagnostics was cleared, normal device function resumed. The patient would be monitored.

Event description:
New information on (B)(6) 2014 indicates the device exhibited another occurrence of diagnostics anomaly. The diagnostics was cleared and normal device function resumed. The patient continues to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.